Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in the calcified mid left anterior descending artery. A 2.50x12mm promus element plus stent delivery system was attempted to advance into the target lesion but it was unable to cross the lesion. When they took the stent out, they noted that it was bent. They dilate the lesion with an unspecified balloon and completed the procedure with another of the same device. No patient complications were noted and the patient's condition was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).